Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts and no physical anomalies.

Event description:
It was reported that during an implant procedure, the atrial lead failed to sense. The lead was not used, and a different lead was used to complete the procedure. The patient was stable throughout.